Event description:
Caller reported that a malfunction occurred on pump. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support to reset pump, and malfunction did not recur, allowing continued use of pump. Customer was advised to contact support again if issue reappears.